Event description:
It was reported that during a rotator cuff repair, the tip of the needle broke off and approximately 2mm was not retrieved. The event occurred when passing suture/pushing the needle through retracted tissue. X-ray confirmed the retained tip. The case was completed. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and evaluation is in progress. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this event would be the use of excessive force to pass the needle through the thick or hard tissue encountered. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.